Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced hyperglycemia. The customer's blood glucose level at the time of the incident was 400 mg/dl. The customer was assisted in troubleshooting for high blood glucose. The customer was not alleging that the insulin pump was under delivering. The customer was treated with insulin pump and manual injection. The customer's other blood glucose level was 96 mg/dl. The insulin pump will not be returned for analysis.